Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose was 14.5mmol/l. Customer stated that sensors did have an electrode and did not have sensors anymore. The customer was advised that we will send 2 new sensors as compensation.